Event description:
During preparation, smoke was noted from the generator and there was no power.

Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service. One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified that all internal components were secured, and normal wear was noted on the chassis exterior. Inspection of the device internal components revealed a failed capacitor at the c50 location, which confirms the field reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of the radio frequency control board.